Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had numerous short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient came to the physician's office. Isometrics were performed and no lead noise was observed. The patient indicated that they had been using an "old" electric blanket. The patient was instructed to no longer use the blanket. The patient will continue to be monitored remotely. The implantable cardioverter defibrillator (ICD) remains in use.